Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of high blood glucose readings and air bubbles anomaly from the reservoir. The customer's blood glucose reading was 33 mmol/l. The customer stated that she delivered several boluses and her blood glucose did not go down. The customer was admitted to intensive care. The insulin pump did not alarm occlusion and there were no leaks. Troubleshooting was performed and the reservoir passed.